Event description:
The customer called to report that he has been experiencing low blood glucose levels for the past two weeks. The customer stated that he was passing out due to the low blood glucose levels. The customer was concerned that the insulin pump might be over delivering insulin. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also accurate. Did find that the customer had the fixed prime programmed to 0.7 instead of 0.5. Assisted with the correct fixed prime programming. The insulin pump passed the displacement test. The customer mentioned that he wore the insulin pump during an ultrasound. Advised the customer never to wear the insulin pump during those procedures. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.